Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's/ manufacturing irregularities] were identified.

Event description:
It was reported that during a laparoscopic gastric bypass, the surgeon fired a plee45a stapler with a gst45w load across the jejunum. At the end of the firing, the surgeon noted a strip of what appeared to be clear plastic in a loop protruding from the distal stapling window on the underside of the stapler end effector. The staple line was observed to be complete and intact. The stapler and reload were removed from the sterile field and the case was completed with another device and reloads. No patient incident and the foreign body was recovered. I certify that all information that are known/available has been disclosed.

Manufacturer narrative:
(B)(4) date sent: 6/6/2022 d4: batch # 520a62 investigation summary a photo along with the device was returned for evaluation. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo provided it was observed a piece a plastic in the anvil area. Based on the photo review, the event described could not be confirmed. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee45a device was returned with no apparent damage and with one gst45w reload loaded on the device. The reload was received fully fired. In addition, a flash of a plastic was received inside of a bag. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device and reload was disassembled to verify the condition of the internal components and no anomalies were noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the foreign matter. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.